Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm, ran a bolus, and successfully resumed insulin therapy. Reportedly, the customer is not always cycling the cartridge properly. There was no reported adverse impact to the customer¿s blood glucose level.